Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 9.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilation. However, during the first inflation between 15 to 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and was replaced with a 9.0 x 4 mustang¿ balloon catheter that successfully dilated the lesion. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. A visual and microscopic examination was performed on the returned device. The balloon was unfolded which indicates it had been subjected to positive pressure. Blood was noted within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a tear in the balloon material. A longitudinal tear was identified on the balloon material beginning approximately 9mm distal to the distal end of the distal marker band and extending approximately 28mm proximally across the balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 9.0 x 40 75cm mustang balloon catheter was advanced for pre-dilation. However, during the first inflation between 15 to 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and was replaced with a 9.0 x 4 mustang¿ balloon catheter that successfully dilated the lesion. No patient complications were reported and the patient's status was good.